Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Follow up information was received by a physician who medically confirms this report. On an unreported date the patient began dianeal-n pd4 1.5 therapy, dianeal-n pd4 2.5 therapy and extraneal therapy for chronic renal failure. On an unreported date, the patient experienced intestinal perforation. On an unreported date the patient was hospitalized for the intestinal perforation and the pd therapy was stopped. On an unreported date, the patient experienced peritonitis, which the physician reported was caused by the leakage of bowel content via intestinal perforation. On an unreported date, the patient began treatment with an unspecified antibiotic. On an unreported date the patient recovered from the peritonitis. Per the physician, the event of peritonitis was unrelated to dianeal therapy.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal unknown therapy for chronic renal failure. On an unreported date, the dianeal therapy was permanently withdrawn. On (B)(6) 2012, the patient contacted baxter technical services (bts) and reported the following information. On an unreported date, the patient experienced peritonitis and was hospitalized. Treatment was not reported. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.